Event description:
It was reported coagulum appeared at the distal tip of the catheter during the first radio frequency application. A defective temperature sensor was suspected.

Manufacturer narrative:
We are in the process of investigating this event. A follow up report will be submitted once the investigation is complete. Date report submitted to FDA by manufacturer: 07/16/2010. Date the initial reporter provided the info to the manufacturer: (B)(4) 2010.